Manufacturer narrative:
Manufacturer's investigation conclusion the system controller was returned for evaluation following the reported event of driveline power fault alarms. A review of the downloaded and submitted log files contained overlapping data spanning approximately 13 days ((B)(6) 2023, (B)(6) 2000 per timestamp). Starting (B)(6) 2023 at 13:21:44, power b broken faults were intermittently active. At 14:05:50, the power b broken faults triggered driveline power fault alarms to activate. The alarms did not resolve until the driveline was disconnected on (B)(6) 2023 at 10:03:39, consistent with the reported controller and modular cable exchange. The driveline power fault alarms have been addressed in the returned modular cable investigation. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The system controller underwent preliminary and functional testing and passed without issue. The system controller connected to a mock circulatory loop and was able to operate the system for extended operation. The driveline power fault alarms were not reproduced. Per the provided information, the alarms resolved after the controller and mod cable exchange. The root cause for the reported event could not be correlated to an issue with the system controller. Heartmate 3 instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use, section 2 - ¿system operations¿ and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-05224. It was reported that the patient presented to the emergency department for left ventricular assist device (lvad) dysfunction. The patient reported a driveline power fault alarm. The lvad was interrogated and the pump was found to be stable with no alarms. The driveline was visibly twisted. The patient was admitted and was using an ungrounded patient cable. An x-ray of the driveline was performed. A review of the log files confirmed driveline power fault alarms. A modular cable and controller exchange was performed on (B)(6) 2023. These resolved the driveline power fault alarm. The patient underwent right heart catheterization for hemodynamic optimization, the pump speed was increased and the patient's diuretic dose was lowered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.